Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in seguin, texas. Medical intervention was necessary to avoid further patient injury. It was reported that during eua therapy the patient experienced rectal bleeding and elevated aptt. The patient experienced sustained hypotensive and hypoxic state after passing blood clot in stool. Hemolung settings, pressors and ventilatory support maxed out. Heparin held and surgical intervention comprised of endoclip application to ulcer with diverticulitis noted. Therapy continued as planned with heparin infusion resuming after stabilization and pronation of patient. As per the treating physician, the device worked great at lowering pco2, but it was started too late in the course of the patient's disease. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No unexpected alarms or critical errors occurred. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding is a known potential complication that can occur during extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing rectal bleeding during eua hemolung therapy. Surgical intervention was required to apply an endoclip to ulcer. Diverticulitis was noted. Blood thinners were resumed after patient stabilized and therapy was resumed.